Manufacturer narrative:
Information was received via published literature. Evaluation summary: the hip implants were in-vivo approximately 12 years at which time pain and a clunk sound began; this occurred subsequently after engaging in a squatting position. The patient is described as obese with a bmi of (B)(6). X-rays from post-fracture show the fractured femoral head with small and large pieces visualized. Description of the radiographs notes mild osteolytic lesions around the proximal femur and lateral aspect of the acetabular cup. The devices have not been returned, so their exact conditions are unknown. The component compatibility is unknown. Cause cannot be definitively determined. Evaluation codes - review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution tot he reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to a fractured ceramic femoral head and loosening of the shell due to osteolysis.